Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, the patient underwent surgery and inspection revealed a crack in the right cylinder connecting tube. The pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. The tubing was not cut down to the pump block and was not returned for analysis. No leaks were found. No anomalies were found with the pump. Based on the information available and analysis results, the reported tubing hole and device mechanical issue could not be confirmed.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, the patient underwent surgery and inspection revealed a crack in the right cylinder connecting tube. The pump was removed and replaced. There were no patient complications.